Event description:
No additional information.

Manufacturer narrative:
Investigation result: no 2420-0007 sample was available for investigation; however, the customer reported that the affected sample was from lot 25045208 and that "the drip chamber disconnected from the line while priming." As part of the investigation, the customer provided a photograph of the sample and analysis of the image confirmed the customer's experience. The set appeared unused and the tubing was separated from the drip chamber joint. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive cause for the customer's experience could not be determined as the sample was not available for investigation; in this instance without a sample it is not possible to determine whether a manufacturing defect could have contributed to the customer's experience. A review of the production records for lot 25045208 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2420-0007 product over the past 12 months.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: the customer have a faulty pump set that they would like to report from cabrini brighton theatres. Its from a bd alaris pump and the drip chamber disconnected from the line while priming.